Event description:
It is reported that the pedicle marker broke off into the pedicle of r l3 vertebrae. Surgeon believes the proximal end of marker got caught on retractor causing it to break off into patient. No adverse consequences to the patient and no delay is reported.

Event description:
It is reported that the pedicle marker broke off into the pedicle of r l3 vertebrae. Surgeon believes the proximal end of marker got caught on retractor causing it to break off into patient. No adverse consequences to the patient and no delay is reported.